Event description:
It was reported to the aci sales professional that a (B) (6) male pt with history of pvd underwent a peripheral intervention on (B) (6) 2010. It was reported that the pt has a history of previous cath (approx 2 years ago) that was complicated by a groin abscess. Following the procedure, the physician trained to the mynx, chose the device for femoral arterial closure. There was no report of complication during deployment. It was reported that 2 days post mynx, the pt presented to the ER with pain and ecchymosis. The physician assessed what was thought to be a small hematoma. It is unk if the pt was treated and it was reported that the pt was sent home. On (B) (6) 2010, the pt returned to the ER with a reported abscess at the right groin. The pt was admitted to the hospital and had an incision and drainage procedure performed in the or. The abscess was cultured and tested positive for staphylococcus. The pt remained hospitalized for 5-6 days before being discharged with no further complications.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, and no returned device for physical investigation, the cause of the reported hematoma with ecchymosis and subsequent abscess could not be determined. Hematoma, ecchymosis, and infection, are anticipated complications of catheterization procedures, regardless of the use of closure devices, and are included within the mynx instruction for use (IFU) as potential complications or adverse reactions. They can also occur with manual compression. There is no indication that the device did not perform as intended or perform in accordance with the IFU. It was reported that the pt had a history of peripheral vascular disease (pvd). Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing.